Event description:
It was reported, during an implant procedure, the screw "did not work." Consequently, this lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. The helix would not extend due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated. However, electrical testing to determine continuity of the conductor(s) passed.